Event description:
It was reported that the customer was hospitalized due to low blood glucose, and the insulin pump had a partial display. The blood glucose at time of the admission was 350mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. It was stated that the customer went low and crashed. The customer woke up with low glucose on monday, and he was found the next day evening. It was stated that the customer had no insulin sometime during that time, but he was given insulin when he was found to bring up that high. The father stated that there is no history for (B)(6), but there were low reservoir alarms for (B)(6) 2013. The father stated that the paramedics did not get him until tuesday night. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with missing segments due to a cracked and bleeding lcd glass. The device passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. A cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window noted.